Event description:
During cardiac/coronary stent placement/inflation the nc bandit balloon burst; stent non-deployed-could not be recovered. Pt required cardiac surgery. Note: nc bandit was used inappropriately with a j&j product.